Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint could not be determined. (B)(4).

Event description:
A facility representative reported that when implanting the intraocular lens, the lens came out of the injector very fast and strong causing a posterior capsule rupture. The surgeon tried to accommodate it, but it was not possible because the nasal part where the rupture was made showed. Additional information was received which states the patient underwent cataract surgery in the left eye. The patient had a posterior vitrectomy and the lens was explanted. Additional information was requested.